Manufacturer narrative:
The recipient was hospitalized (B)(6) 2017. The recipient reportedly was treated on (B)(6) 2017 with multiple antibiotics (claforan and floxapen followed by amoxicillin and clavulanic acid) and drainage for 1 month. The recipient's infection is resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. On (B)(6) 2017, the recipient was treated with augmentin and local treatment of fucidin, however, the infection did not resolve. The recipient then underwent a surgical excision and biopsy. On (B)(6) 2017, the recipient was treated with claforan, however, the infection did not resolve. The recipient's device was explanted. The recipient will be reimplanted at a later date.